Manufacturer narrative:
Device was being used in a lab with no patient involvement no additional adverse consequences have been reported from this event. This specific device is used for training. This complaint is still under investigation. At the current time the cause of the event cannot be determined. Device history record review revealed nothing relevant to the event. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that when the rep was testing this device it started smoking. This was a lab device and there was no patient involvement.